Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection by the repair technician. Through visual inspection, the bearings were damaged.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device overheated. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device overheated. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.